Event description:
It was reported that the device was explanted at implant in 2008, due to moderate aortic insufficiency. Reportedly, the patient expired. The date of the patient's expiration is unknown. The health care provider indicated that there was a very long pump run with the patient and the original diagnosis was aortic stenosis.

Manufacturer narrative:
The device has been returned for evaluation; however, the evaluation is not complete.